Event description:
In 2008, the user facility reported that during a sphincteromy the cutting wire on the clever cut 3v broke. The physician reportedly then attempted to use another sphincterotome, and the wire was said to have broken again. The procedure was said to have been completed with another manufacturer's sphincterotome. There was no patient injury reported.

Manufacturer narrative:
The two sphincterotomes referenced in this report were returned to olympus for investigation. The devices were received extensively contaminated with biomaterial, which limited the scope of the evaluation to visual inspection only. Inspection confirmed that the knife wires on both devices were broken and missing, which appeared to be due to a high temperature event due to incorrect settings on the electrosurgical generator or the wire touched metal while the device was activated. The cause of the user's experience cannot be conclusively determined; however, an excessively high power setting on the electrosurgical unit with which these devices were used cannot be ruled out as a contributing facto. This report is being submitted as an MDR in an abundance of caution.